Event description:
The customer contacted stryker to report that their device locked up during a patient event. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer provided stryker with some of the patient information.

Event description:
The customer contacted stryker to report that their device locked up during a patient event. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device locked up during a patient event. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.